Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had insulin flow blocked alarms may be due to site, set or reservoir issues. The customer blood glucose level was 265 mg/dl. Customer was assisted with troubleshooting. Customer stated that they had tried different cannula lengths. Customer stated that the tubing was not bent or kinked. Customer stated that they had tried all remedies. Customer stated that they performed a 5.0 unit fixed prime, stated that the insulin exited and insulin pump alarmed no delivery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.